Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the up and down buttons were unresponsive. The contrast and ok buttons had an intermittent response. Contamination was found underneath all of the keypad button contacts. Unreleated to the keypad, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.